Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing black particles in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing black particles in device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of hair-like contamination, indeterminate dust-like inside enclosure, enclosure of blower, blower box, dry box seal and around flip lid seal. The manufacturer also found evidence of indeterminate contamination and hair-like contamination observed on humidifier enclosure near rear of heating plate. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with dust-like and keratin-like contamination, inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.